Event description:
No additional information received. Material#: 305922. Batch number#: 1354640. It was reported by customer that three incidents of occluded/non-functional safety needles from procedure kits. In each case, the needle could not be used and a different needle was used to complete the procedure. Saline was difficult to push through but was able to push a full syringe of fluid through. A minor amount of debris was removed like a gelatinous blob fell out. It was clear/beige in color with a hydrogel-like structure and it easily broke apart. The size was similar to the ID of the needle. Verbatim#: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, xx hospital staff reported three incidents of occluded/non-functional safety needles from procedure kits. In each case, the needle could not be used and a different needle was used to complete the procedure. Saline was difficult to push through but was able to push a full syringe of fluid through. A minor amount of debris was removed like a gelatinous blob fell out. It was clear/beige in color with a hydrogel-like structure and it easily broke apart. The size was similar to the ID of the needle.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported saline was difficult to push through the needle. To aid in the investigation, three samples with no packaging, or plastic shields, and six photos were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. The needles expelled the solution with a normal flow. The six photos provided show a needle hub, a wire inserted into a needle hub, a wire with foreign matter adhered to it and a particle of foreign matter. No other information could be obtained from the photos. A device history record review was completed for provided material number 305922, lot 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305922 batch number#: 1354640 it was reported by customer that three incidents of occluded/non-functional safety needles from procedure kits. In each case, the needle could not be used and a different needle was used to complete the procedure. Saline was difficult to push through but was able to push a full syringe of fluid through. A minor amount of debris was removed like a gelatinous blob fell out. It was clear/beige in color with a hydrogel-like structure and it easily broke apart. The size was similar to the ID of the needle. Rcc received a complaint via email. Email(s) attached on (B)(6) 2024, xx hospital staff reported three incidents of occluded/non-functional safety needles from procedure kits. In each case, the needle could not be used and a different needle was used to complete the procedure. Saline was difficult to push through but was able to push a full syringe of fluid through. A minor amount of debris was removed like a gelatinous blob fell out. It was clear/beige in color with a hydrogel-like structure and it easily broke apart. The size was similar to the ID of the needle.